Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a replacement scs system on (B)(6) 2010 (refer to MDR 1627487-2011-02071). It was reported that during this replacement, the physician found her lead to be broken and made the decision to keep the ipg implanted until the next revision of the lead. The patient later had a surgery performed, that was not scs related. During that time, she did not change her ipg, as she felt her pain issues had been resolved. The patient has since determined she wants to continue with scs therapy. However, the ipg is no longer functional. The patient is pending for a possible ipg replacement. No further information is available at this time.